Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. No other complaints of any type have been reported for the reported part/lot combinations. As returned, the poly liner is severely damaged; due to the damage, dimensional analysis was not possible. Damage to the liner includes scratches, deformations and backside wear, and is most likely due to its time disassociated from the spacer. The device is used for treatment. Review of the operative notes dated (B)(6) 2015 indicates the patient did well for approximately a year post operatively, then changed abruptly. The notes indicate the patient may be a substance abuser and may not remember activities that could dislocate the liner. It is possible the patient exposed the liner to greater than anticipated forces that resulted in the disassociation. An exact root cause could not be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Info was received from a dist who is not required to complete form 3500a.

Event description:
It is reported that pt underwent a revision due to disassociation of the liner from the stem.